Manufacturer narrative:
(B)(4). Date sent 1/26/2026. D4 batch #591d90. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However, the firing speed is slower than normal. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not fully functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 591d90, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a9827n, and no non-conformances were identified.

Event description:
It was reported that during sigmoid colectomy surgery, could not fire without motor sound on the firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.